Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during implant, the measurements of rv impedance were high out of range. This lead was not implanted, thrown in the garbage by the physician and will not be returned for analysis.